Manufacturer narrative:
Additional information: b5, d11.

Event description:
Related manufacturer reference number: 2017865-2020-22936. New information received notes the implantable cardioverter defibrillator was alleged to have exhibited high capture thresholds in all chambers.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced solely for normal elective replacement indicator (eri). The high capture thresholds were only on the right atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a generator changeout procedure. Upon initial interrogation, the right atrial lead exhibited high capture thresholds and noise. The lead was capped and replaced during procedure on (B)(6) 2020. The patient was stable.